Event description:
The customer reported that during a hip procedure, this powerpro 1/4" high torque jacobs chuck attachment failed to drive the pin, causing a two (2) + hour delay. The doctor had to stop the procedure to sew the pt up and switch positions to start a new surgical site; the knee. The customer reported that it required six (6) devices to drive a pin into the pt's bone. Post operative, the pt developed a fat embolus; however, to date the pt is recovering without any known deficits.

Manufacturer narrative:
Investigation findings: conmed linvatec received this chuck attachment for evaluation. A follow-up report will be sent upon completion of the investigation.